Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may led to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot caught tissue and was manipulated to remove using force causing the material separation and entrapment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, the footplate became stuck in the patient anatomy after deployment and separated. Excessive force was applied and after many attempts, the patient was transferred to a larger hospital for a vascular surgeon to remove the footplate from the vessel wall of the patient. A cutdown surgery was performed to remove the separated segment, without incurring any vessel damage. Hemostasis was achieved with the cutdown surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.